Event description:
It was reported that surgeon was drilling across the femoral and the drillbit broke at the tip in the patient. The surgeon was able to use a grasper to pull out the piece. He continued with another drill bit and finished case. There was no delay or patient injury reported.

Manufacturer narrative:
One 4.5 endoscopic cannulated drill bit was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. The entire drill head has been broken from the shaft. The shaft is bent and heavily scored at its distal end. The condition of the drill indicates it was used to drill over a bent passing pin/guidewire, which would require the use of excessive force.